Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly multiple times. Customer¿s blood glucose value was 180 - 200 mg/dl. The customer declined follow-up from tandem technical support regarding the issues, therefore no additional information was obtained.